Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard xp femoral, catalog #: 195204, lot #: 747010; series a patella standard, catalog #: 184766, lot #: 600430; vanguard xp e1 tibial bearing lateral, catalog #: 195772, lot #: 628340; vanguard xp e1 tibial bearing medial, catalog #: 195842, lot #: 940370; third pin, catalog #: 32-700036, lot #: 531500; vanguard xp reciprocal keel blade, catalog #: 32-700367, lot #: 937077. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent right knee arthroplasty. Subsequently, patient suffered radiolucency around medial side of tibial tray.

Manufacturer narrative:
Unique identifier (UDI): (B)(4). The reported event was unable to be confirmed due to limited information provided. Device history record (DHR) was reviewed with no deviations or anomalies identified. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.